Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation the device failed to power on. The device's power management board needs to be replaced to address the issue. Additionally, the device's keypad needs to be replaced due to cosmetic damage. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.